Manufacturer narrative:
Physio-control evaluated the device and observed an intermittent paddles lead off alarm. Physio replaced the device's therapy connector assembly, and then observed proper operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Found during testing. According to the reporter, the device intermittently alarms paddles leads off. This could cause the device to fail to analyze a patient's rhythm in AED mode. There was no patient use associated with the reported event.